Manufacturer narrative:
Patient weight not made available from the site. In trouble-shooting, the medtronic representative completed a system check-out with imaging system integration and could not replicate any inaccuracies. (B)(4) /2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2016 software investigation completed. Findings from review of the images are that the screws are in the pedicles, however, not as far in to the vertebral body. On image 2 the fluoro projection is more of a true lateral than on image 1, and the appearance of the screws is slightly different. 2d images can result in the screws appearing shorter due to the angle they are to the beam of the radiation. No parts have been received by manufacturer for analysis. No further issues have been reported. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged a screw placement inaccuracy. This procedure was generally a difficult one for the surgeon, most likely due to unique anatomical issues. However, the 4 screws were placed successfully and an imaging system confirmation spin showed they were accurate. Twenty minutes later after the surgeon did decompression, a c-arm image was acquired and showed the screws were placed too shallow and were not fully seated in the vertebral body. There was no delay as this was discovered during normal workflow. The surgeon elected to leave the screws as they were. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight now provided.